Event description:
It was reported that the user experienced intermittent bluetooth connectivity issues between the dexcom g7 sensor and the ilet, characterized by signal loss and three lines in the blood glucose display circle, while blood glucose values were visible on the ilet during the call; the device components implicated were electrical/magnetic communication elements and the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, consistent with intermittent communication failure involving electrical/magnetic functions and the antenna. It was concluded, based on previously established findings for similar reports, that no problem was detected and the issue resolved it self.